Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with a damaged air detector sensor, a cracked battery door knob and a bubbled downstream occlusion sensor (dso) seal. The event history log was reviewed and there were "cannot start pump" messages. A functional check was performed and the reported issue was able to be confirmed. The device had a failed air detector sensor test during functional testing and it was found physically damaged. It was determined that the air detector sensor was defective due to damage caused by the user. Therefore, the air detector sensor will be replaced.

Event description:
Information was received indicating that during testing a smiths medical cadd solis vip pump exhibited air in line sensor. No patient was involved in this event. No adverse effects were reported.